Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti tachycardia pacing due to an episode of supra ventricular tachycardia (svt). Furthermore, three years later, the ICD exhibited undersensing and oversensing leading into inappropriate shock therapy and anti-tachycardia pacing (atp), due to oversensing and one on one conduction. Additionally, the patient self-conducted rhythm accelerated into ventricular tachycardia (vt) and slowed down, nonetheless, the device charge and delivered atp. Technical services (ts) discussed and recommended reprogram options and the physician adjusted the patient medications. This ICD remains in service. No adverse patient effects were reported.